Event description:
It was reported the system foot switch was stuck and had uncommanded x-ray during a case, therefore, this is considered an aro. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The foot switch was replaced during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.